Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation for this complaint could not be performed and a root cause could not be determined. However, a trend has been identified for similar reported issues, and actions have been initiated to investigate the issue. Corrective actions taken during the investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the unspecified bd infusion set had leakage. The following information was provided by the initial reporter: oxaliplatin chemotherapy leaked out of tubing at the site of the green secondary cap attaching to the primary tubing hub above the pump channel. The chemotherapy continued to drip slowly even after infusion was stopped on the pump. The infusion ran for 5 minutes before rn noticed and turned the pump off. Rn got another rn to help and used a chemo spill kit and bleach wipes to clean the area. The chemo with the primary tubing was put back into the original hazardous pharmacy double bag and returned the pharmacist. New tubing was applied and the infusion was restarted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.